Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, both the implant and abutment screw was damaged during surgery. The device was explanted and the patient was reimplanted with another cochlear device (date not reported).